Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Event description:
It was reported the end user sustained shearing trauma to the stoma as a result of the skin barrier. Prior to application, the moldable area of the skin barrier was formed and sized appropriately. The skin barrier was removed after 24 hours of wear. At the time of removal, it was noted the moldable skin barrier was "hugging" the stoma. This led to shearing trauma with mucocutaneous separation that "jetted" out from the stoma with an extended open area. This reportedly occurred more than once; however the initial reporter was unable to provide information regarding the number of devices involved, details specific to the event or treatment provided. No further patient complications were reported.

Manufacturer narrative:
It was discovered on november 04, 2015 that information was omitted from the initial MDR, submitted on october 27, 2015. No lot number or product evaluation sample is available. A detailed investigation or batch review cannot be conducted. Therefore this evaluation will be closed and will be monitored through our post market product monitoring review process. Additional information was received on october 29, 2015. Incident has occurred on multiple times. The dates are unknown. The process for product concern forms has changed. Now that I know the new way I will use it. The occurrences were all different dates. So I have to assume they were different lot # since they were spaced out. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).